Event description:
The customer reported the device alarmed due to a machine and proximal sensor reference failure. The customer also reported the device was alarming continuously. There was no patient involvement.

Manufacturer narrative:
Review of the device diagnostic history indicated multiple reference failures. The presence of the multiple reference failures suggest that an spi bus failure occurred. The spi bus is an internal communication link between the cpu and the gas delivery system. This communication link is what is used to read the calibration data for the pressure and flow sensors as well as to read the actual values of the pressure and flow sensors; a failure of the communication link can result in a vent inop condition. The motor controller board was returned to the manufacturer for failure investigation. The customer returned motor controller board was installed in an fi test ventilator. The ventilator showed a ¿machine and proximal pressure sensors failed¿ e/c 1007 error after startup. The error was traced to the spi driver u28 which had pin 1 shorted to ground. Replacing u28 resolved the problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported the device alarmed due to a machine and proximal sensor reference failure. There was no patient involvement.